Event description:
During an in clinic follow up, an increased threshold was noted on the right ventricular (rv) lead. Technical support was contacted and noted a loss of capture due to the increased threshold. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.